Event description:
It was reported that the speed exceed set operational speed. A 1.50mm rotablator rotalink burr, rotalink advancer and rotawire were selected for used. During preparation, that the speed was set to 60,000 rpm and increased rpm with rotaglide. However, the speed exceeded set operational speed and reached 200,000 rpm. Afterwards, the burr stalled and was taken out with the whole set of system including the wire as it was stuck with the wire. The device were replaced and completed by another rotablator system. Patient is safe and stable after the procedure.

Manufacturer narrative:
.

Event description:
It was reported that the speed exceed set operational speed. A 1.50mm rotablator rotalink burr, rotalink advancer and rotawire were selected for used. During preparation, that the speed was set to 60,000 rpm and increased rpm with rotaglide. However, the speed exceeded set operational speed and reached 200,000 rpm. Afterwards, the burr stalled and was taken out with the whole set of system including the wire as it was stuck with the wire. The device were replaced and completed by another rotablator system. Patient is safe and stable after the procedure.